Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient experienced post operative inflammation resembling toxic anterior segment syndrome (tass) following a cataract extraction procedure. Additional information was received indicating that the site changed their internal protocol for cleaning the irrigation/aspiration handpieces and have had no cases of tass since.